Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) battery had prematurely depleted. No changes were made and there were no consequences to the patient.

Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was stable throughout the procedure.